Event description:
It was reported that an arteriotomy closure of the right, moderately calcified common femoral artery was attempted using a proglide device with a 6fr sheath after an interventional procedure. Reportedly, the guide wire was inserted into the device to harvest the suture but it was noted that the suture was broken. The proglide device was removed and with the guide wire still in the anatomy a sheath was inserted and hemostasis was achieved. There were no reported adverse patient sequelae. There was no clinically significant delay in the procedure reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported a common femoral artery was moderately calcified. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for investigation; therefore a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality deficiency.